Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: it was reported that the temperature of the hcu30 is erratic". The incident occurred during patient treatment, no negative consequences for the patient was reported. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The fse troubleshot the device and was not able to reproduce the mentioned failure with a fluctuating temperature. The device was tested for operational, safety and to factory specs. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4).